Event description:
The reported description notes that during a blood pressure crisis the bedside monitor did not alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4): the reported description notes that during a blood pressure crisis the bedside monitor did not alarm. No patient harm was reported. Testing of the involved monitor after this report showed that the monitor was performing as expected and intended. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.